Manufacturer narrative:
Product evaluation: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap is detached and not returned; the metal cap is detached and not returned; the glass cap exhibit severe devitrification at output window; indications of slight melting on output window; the outer flow tubing open end wall integrity is compromised and exhibits minor scratch marks, moderate contamination (likely biologic), signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that tips broke on the first and second fibers used during a benign prostatic hyperplasia (bph) procedure. There was an issue with the third fiber but no information has been provided as to the difficulty encountered using the third fiber. The procedure was completed utilizing the fourth fiber. The tips of the three failed fibers were not cleaned during the procedure. Patient outcome: good; there was no patient injury reported due to the event. This report is for the third fiber.